Event description:
Mediastinitis post-open heart surgery. The shelhigh pericardial patches were used to cover the heart after surgery. The mediastinitis occurred in 3 hosps (42 cases) out of 140 hospitals that have used the shelhigh pericardial patch. The patch was removed in a few cases.